Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not identify devices. The radio frequency (rf head) was replaced, but that did not resolve the issue. Another programmer was used. The programmer status is unknown. No patient complications have been reported as a result of this event.